Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip up fenestrated grasper instrument was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have severely bent grips, causing misalignment of the grips. There was a 0.0960 offset at the tips. The grips appear to have a detached fragment as well. Components adjacent to this bent grip do not show damage. The complaint regarding an instrument broke during procedure was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.